Manufacturer narrative:
Citation: gilsdorf et al. Haemolytic anaemia due to severe melody pulmonary valve stenosis caused by histoplasma capsulatum infective endocarditis: a case report. European heart journal - case reports, volume 10, issue 6, june 2026, ytag380, doi.org/10.1093/ehjcr/ytag380. Published: 30 may 2026. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 24-year-old female patient with a complex medical history including tetralogy of fallot with surgical reconstruction at 6 months old, implant of medtronic 20-mm contegra pulmonary conduit at 3 years old, and transcatheter pulmonary valve replacement with implant of a medtronic 18-mm melody valve at 20 years old. Approximately four years post-melody implant, the patient presented with dyspnea on exertion. Evaluation found evidence of pulmonary valve infective endocarditis caused by histoplasma capsulatum, resulting in severe valve stenosis (transvalvular peak gradient of 124 mmhg and a mean gradient of 79 mmhg) and intravascular hemolysis. Subsequently, the patient underwent a surgical procedure with melody valve explant and successful replacement with a medtronic 25-mm freestyle aortic root bioprosthesis. Following the procedure the patient was treated with a six-week course of antifungal therapy which resulted in good clinical improvement. No further information was provided pertaining to medtronic products.